Manufacturer narrative:
During testing, the device delivered a measured volume of 18.53ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of (B)(4). This was due to damaged door assembly and cap pivot. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report that the door open while pumping. This did not indicate a reportable malfunction. However, during verification testing at the service center the device delivered less than intended.